Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient underwent a procedure with this delivery device. After the procedure, the patient was discharged with a catheter. Seven (7) days later, the patient came back to the hospital to have the catheter removed and was discharged once again. The next day, the patient went to the hospital and was admitted to the intensive care unit due to sepsis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.